Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving morphine 5mg/ml at 1.0364mg/day via an implantable pump. The indication for use was chronic low back pain. On (B)(6) 2020 an empty reservoir was reported. Per the reporter, the patient was right now in a new clinic for the first time since the empty reservoir. The patient was due for a refill (B)(6) 2019 but due to insurance changes the patient didn¿t get the pump refilled then. The reporter was inquiring about the next steps and would confer with the healthcare provider. No patient symptoms and no further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-31, additional information was received from a manufacturer representative (rep). It reported the hcp planned to complete a system flush on 2020-feb-04. Then he was going to fill the pump with pfns. Then he will bring the patient back to see if the expected matches actual before putting any medication in the pump.